Event description:
It was reported that during a device change out procedure a review of the logbook found that there was an inappropriate shock due to oversensing of noise. The sales representative confirmed that the device therapies were turned on and at the time of the inappropriate shock the leads were not attached during the delivery of an inappropriate shock. Additionally, it was noted that defibrillation threshold (dft) testing was performed which was unsuccessful resulting in the delivery of an external shock. Post shock it was noted code 1005 was observed. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure a review of the logbook found that there was an inappropriate shock due to oversensing of noise. The sales representative confirmed that the device therapies were turned on and at the time of the inappropriate shock the leads were not attached during the delivery of an inappropriate shock. Additionally, it was noted that defibrillation threshold (dft) testing was performed which was unsuccessful resulting in the delivery of an external shock. Post shock it was noted code 1005 was observed. At this time, the ICD remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.